Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of failed battery test alarm. Customer's blood glucose reading was 240 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting, customer was not able to clear alarm. The insulin pump was not returned for analysis.